Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery. Device analysis report attached. This report is submitted on june 06, 2024.

Event description:
Per the clinic, the patient experienced no sound percept with the device. Neural response telemetry was attempted; however, no measurements were obtained. Reprogramming and troubleshooting attempts were made; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. The implanted device remains.

Manufacturer narrative:
This report is submitted on march 11, 2024.